Event description:
It was reported that at 31,040 joules during a prostate procedure, the laser systems touchscreen became inoperable. The case was completed using an alternate procedure (turp). There was no patient injury reported.